Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six months post implant by the healthcare provider (hcp) that the patient complained of hearing a tone from their implantable cardioverter defibrillator (ICD) daily. It was found that there were over three hundred episodes of magnet detects from magnetic interference. It was noted that the patient has been heaving these low alert tones from their device since implant. The ICD remains in use and the hcp will follow up in a week to gather information from patient for any correlation to certain locations, clothes or electronic sources. No patient complications have been reported as a result of this event.